Event description:
On (B)(6)-2010 a report was received stating that the facility was disinfecting dialators with make shift hook-ups. On (B)(6)-2010 (B)(4) sales representative stated that he has been working with the facility and they are in the process of ordering the correct hook-ups. No reports of patient injury as of (B)(4)-2010.